Event description:
On (B)(6) 2009, the pt called for assistance in changing the insulin cartridge of her infusion device. During the process, she reported she "did the wrong thing" and insulin spilled into the cartridge chamber, filling it halfway. The pt was assisted in switching to her backup infusion device. No blood glucose concerns related to the issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.